Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of adverse event ("symptoms") in a (B)(6)-old female patient who had essure inserted. The patient's past medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). Essure treatment was ongoing at the time of the report. At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: the patient wanted essure to be removed as she had all the symptoms listed in the label. The gynecologist was to set a date. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 15-sep-2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.